Manufacturer narrative:
No additional information was provided by the mhra UK. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text: see narrative below.

Event description:
It was reported that patient had an allergic reaction to chloraprep. Verbatim: "also since covid vaccine I have some sort of allergy against hair dye." "Rash and swelling in the neck under chin" "rash and swelling in the neck under chin. Very itchy rash and swollen under chin. I had a biopsy on my thyroid and this lotion was used to prep the skin before the needle went in. After 24hrs this awful rash and swelling appeared it was very frightening and uncomfortable for 4/5 days."

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that patient had an allergic reaction to chloraprep. Verbatim: "also since covid vaccine I have some sort of allergy against hair dye." "Rash and swelling in the neck under chin" "rash and swelling in the neck under chin. Very itchy rash and swollen under chin. I had a biopsy on my thyroid and this lotion was used to prep the skin before the needle went in. After 24hrs this awful rash and swelling appeared it was very frightening and uncomfortable for 4/5 days."